Event description:
It was reported that in the ICU, the insertion was performed on the first puncture, without difficulty to pass the guide wire and dilator into the patient's right subclavian. However, when trying to pass the catheter over the guide wire, the catheter could not be advanced which prompted the decision to remove both the catheter and guide wire together. During that removal, the guide wire unraveled and the j-tip broke off and remained between the vein and the skin in the patient's torso. X-rays were taken showing the retained guide wire in the patient's torso and as a result, the patient was taken to the cath lab were the retained piece was successfully removed by a vascular surgeon. There was no reported delay, death, or additional complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample and photographs provided by the customer. The customer provided a guide wire and 3-lumen catheter. The customer also provided photographs of an x-ray of the patient containing the distal piece of the guide wire that had broken off. The returned guide wire was kinked near the distal end and the j-tip portion had been separated and not returned. Microscopic examination of the broken end revealed that the core and coil wires were flat indicating they had fractured under applied force. Based on the nominal length in the graphic, approximately 3 cm of the distal end were missing. The remaining piece of guide wire was inserted through the returned catheter without resistance until the kink entered the tip. A review of manufacturing records did not yield any relevant findings. Based on the characteristics of the damage to the guide wire and the information reported, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k number provided is for a similar product that is sold in the us.